Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. Based on the results of the investigation, it is likely that the most probable cause is due to the cable breakage and flooding occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited noisy image and flooding of the cable. There was no patient involvement.